Event description:
It was reported to baxter (B)(4) that the reservoir of a half day infusor device had ruptured during patient use. According to the customer, the device was used to deliver desferioxamine to an unidentified patient. During the infusion, the reservoir ruptured. There was no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the device was received by baxter for evaluation. A visual evaluation was performed and confirmed the reported condition of a reservoir rupture. This device is a single use device and was discarded. The root cause is currently being investigated under CAPA # (B)(4).

Manufacturer narrative:
(B)(4). Additional narrative: the device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow up report will be submitted upon completion of the evaluation or should additional information become available.

Event description:
The facility reported a colleague pump which experienced failure code 814:04 during biomedical service. No patient injury or medical intervention was reported. The user interface module master software version is 6.13.90, which is classified as remediated. No additional information is available.